Manufacturer narrative:
Device evaluation: the reported event of a "smell of burning wires" coming from the mpu was not confirmed. The mpu was evaluated under work order 54183495 and functioned as intended during evaluation. No atypical smells or indication of burning was observed during evaluation of the mpu. The mpu was connected to power using the returned ac power cord with no issues or alarms active. The mpu was then connected to a mock circulatory loop and allowed to run for several days with no issues observed. Although there were no issues observed, the mpu power supply printed circuit board (pcb) was replaced as a safety precaution due to the reported event. A full functional checkout was then performed and the unit passed all tests. The unit was returned with the customer ac power cord to the customer site. The exchanged power supply pcb was forwarded to product performance engineering (ppe) for further analysis. Additional evaluation of the power supply pcb did not reveal any evidence of burning or issues that would contribute to the reported event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) explain how the various ways to power the heartmate 3 lvas, including how to properly use the mpu. It also includes several precautions to ensure safe use of the mpu. Heartmate iii patient handbook section 6 ¿caring for the equipment¿ and heartmate iii instructions for use section 8 ¿equipment storage and care¿ explain how to care for all equipment, including the mpu. Heartmate iii patient handbook section 10 and heartmate iii instructions for use section f, entitled ¿safety checklists¿, provide checklists to assist in routine maintenance of the heartmate 3 lvas, including the mpu. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the patient smelled wires burning wires coming from his mpu several weeks ago. It happened on two separate occasions and was also associated with pain in his chest . The patient was given a new mpu. No additional information was reported.